Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated explanted procedure the lead was unable to be extracted due to the proximal portion of the lead breaking off. The physician decided to leave the lead implanted. The patient is stable.